Event description:
Per independent repair center statement, the unit was alarming or red light. The key failure was the sieve beds leaking. Additional malfunctions were the manifold valve not switching, the muffler sound system was dirty, the hose clamps for the sieve beds were defective, the tie wraps for the sieve beds were defective, and the hose for the sieve beds was leaking.